Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was attempted but not used. The lead would not pace even after reconnecting it to the device. A different lead was implanted successfully during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).